Manufacturer narrative:
A 3 lesion nt1100¿ pain management generator was received into the lab for analysis. Ac power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported startup failure and subsequent cancelled procedure could not be determined since the issue was not reproduced.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a startup failure. Following needle and probe placement the generator would not startup and emitted an audible noise. The procedure was cancelled with no adverse patient consequences.